Manufacturer narrative:
Patient developed lumps after off-label injection of bellafill under the eyes by her injector (who is also the patient's employer and the patient has requested no contact). Another doctor (dr. (B)(6)) who is treating the patient states the injections were too shallow and the lumps are due to poor technique. Dr. (B)(6) also states that the lumps cannot be resolved without surgery; however the patient does not want surgery, so the doctor has been camouflaging instead with a hyaluronic acid dermal filler. The patient/employee was injected off-label under the eyes two (2) times with bellafill by her employer: (B)(6) 2017, bellafill lot f171010, model gbf0208, (B)(4), expiration date: 05/21/2018, manufacture date: 03/07/2017. On (B)(6) 2017, bellafill lot f171037, model gbf0208, (B)(4), expiration date: 09/16/2018, manufacture date: 05/02/2017. Retained samples from both lots were reviewed with no issues noted. Manufacturing records for both lots were reviewed with no issues noted.

Event description:
Patient developed lumps after off-label injection of bellafill under the eyes by her injector (who is also the patient's employer). Another doctor (dr. (B)(6)) who is treating the patient states the injections were too shallow and the lumps are due to poor technique. Dr. (B)(6) also states that the lumps cannot be resolved without surgery; however the patient does not want surgery, so the doctor has been camouflaging instead with a hyaluronic acid dermal filler.